Manufacturer narrative:
An event of angina due to pericarditis was reported. Information from the field indicated that the patient presented with a pre-existing pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that there was no allegation of malfunction against the device. Based on the information received the cause of the reported event could not be conclusively determined but could have been as a result of the procedure exacerbating the patient's pre-existing pericardial effusion. There is no indication of a product quality issue with regards to manufacture, design, or labeling, h6 health effect - impact code: code 4614 removed.

Event description:
It was reported that on 14 september 2023, a 22mm amulet left atrial appendage (laa) occluder was implanted utilizing a 14f amplatzer torqvue delivery system. The patient presented with a pre-existing pericardial effusion. The patient remained hemodynamically stable throughout the procedure. The next day, the patient presented with chest pain thought to be due to pericarditis. Patient is reported to be stable. The patient was given an anti-inflammatory. There was no allegation of malfunction of abbott device. The cause of the pericarditis is unknown.

Event description:
It was reported that on (B)(6) 2023, a 22mm amulet left atrial appendage (laa) occluder was implanted utilizing a 14f amplatzer torqvue delivery system. The patient presented with a pre-existing pericardial effusion. The patient remained hemodynamically stable throughout the procedure. Later, the patient presented with chest pain thought to be due to pericarditis. Patient is reported to be stable. There was no allegation of malfunction of abbott device. The cause of the pericarditis is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.